Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of sinus infection, difficulty in breathing or shortness of breath. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of sinus infection, difficulty in breathing or shortness of breath. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found water ingress and contamination in the blower, blower box, blower inlet and front of device. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed an e-20 error. The manufacturer concludes the contaminates found were consistent with water ingress and an unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Sections d9, g3, h3 and h6 has been updated / corrected.